Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "when trying to push vaccine through the needles, they become stuck and will not allow vaccine to be pushed through." Additional information received on 22-nov-2023 I have replied with dates and answers to these questions several times with no response or solution. Adverse events occurred on (B)(6), 2023, and most recently (B)(6) 2023. The material number is 305916 and 306609. The patient impact is that children and needing to get poked twice with a break in between for us to change out the needle with one that is functional, causing stress and additional/unnecessary pain to the patients. The samples are not available to send back as they are disposed of in sharps containers and we cannot safely save needles. The issue is the needles will not push vaccine through them at all. They seem to be blocked or stuck from allowing the vaccine to pass through them.